Event description:
Caller reported an alarm 01 related to the insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. A cartridge change was performed resolving the issue